Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 09/27/2024. An investigation was conducted on 10/16/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue safety lock off, which allows for the white plunger to be depressed. Blood was observed on the delivery device as well as on the seal inside the delivery device. The seal was observed in a rolled state inside the delivery device. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. No measurements of the device were taken due to the presence of blood in the delivery tube, per requirement in ga000080 section 7.4.1. This requirement is currently being assessed under CAPA 1112811 in response to FDA observation 4a2a. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was confirmed. The lot # 3000379223 history record review was completed. There were two ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal did not deploy from the delivery tube into the aortotomy after pushing the plunger. There was minimal blood loss that did not require a transfusion. A new device was used to complete the procedure. There was a delay to open the new device. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.